Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A variety of parts were replaced, adjusted, and/or cleaned on multiple occasions on the architect c16000. A specific singular cause for the inconsistent sodium results was not identified. Underlying sample integrity and/or handling issues were identified as contributing factors. The inconsistent sodium results were addressed by performing normal maintenance and troubleshooting in accordance with current product labeling in the architect system operations manual and architect c16000 system service and support manual. Based on all available information, the architect c16000 analyzer performed as intended.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed sodium results that repeated in the normal range when processing on the architect c16000 analyzer. ID (B)(6) generated sodium of 119 mmol/l that repeated 142, 135, 142 mmol/l. ID (B)(6) generated sodium of 112 and 120 mmol/l that repeated 135 and 135 mmol/l. ID (B)(6) generated sodium of 116 mmol/l but repeated 138 mmol/l. The account uses a sodium reference range of 135 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.